Manufacturer narrative:
Good faith efforts (gfe) attempts were made to the customer requesting relevant data, and the customer reported that after obtaining a replacement solenoid driver board from getiinge, the iabp was able to pass the solenoid driver board checks. Repairs were completed, and the iabp was able to pass the pm and was cleared for clinical use.

Event description:
It was reported that during a preventive maintenance (pm) performed by the customer on the cs300 intra-aortic balloon pump (iabp), the solenoid driver board failed the blood detection test between tp4 and tp5 with .5v. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The customer evaluated the iabp residue could be found on the connections. The customer then replaced the glass tubing, but it was still out of range. Getinge service has not been requested by the customer; however, additional information has been requested, and we will report accordingly if it becomes available. (B)(6). Not returned to manufacturer.

Event description:
It was reported that during a preventive maintenance (pm) performed by the customer on the cs300 intra-aortic balloon pump (iabp), the solenoid driver board failed the blood detection test between tp4 and tp5 with .5v. There was no patient involvement, and no adverse event reported.